Manufacturer narrative:
A device history record (DHR) review was performed for part # 03.010.107, lot # 8761830: manufacturing location: (B)(4), manufacturing date: 24.jan.2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The scrdriver t25 l330 (03.010.107 / 8761830) was received for investigation. Upon visual inspection of the complaint device it can be seen that it has some signs of use (light wear and tear), but otherwise it¿s in a good condition. DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Based to the mentioned findings, no further investigation will be done, as raw material, hardness and dimension. Unfortunately we are not able to determine the exact reason for this occurrence. Based on the investigation findings the complaint is rated as unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is ot available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the femoral shaft scheduled hardware removal surgery on (B)(6) 2017, when the surgeon tried to attach the removal screw to the nail, it was found that the removal screw could not be attached. When the surgeon pulled the removal screw by slide hammer (after the surgeon thought that the removal screw was completely attached, but actually the removal screw was not attached completely), the removal screw came off and became contaminated. The screws were removed by using trigen¿s tools. Then surgeon tried to remove the side screw with screwdrivers, however the screwdrivers did not have a gripping mechanism, they were spinning around. Thus, the surgeon was unable to remove the side screws with screwdrivers. As a result, the surgeon removed the side screw by pushing it from the opposite side. The surgery was extended for thirty (30) minutes. No adverse consequence to the patient was reported. Procedure was completed successfully. Concomitant devices reported: nail (part# unknown, lot# unknown, quantity 1), slide hammer (part# unknown, lot# unknown, quantity 1), side screws (part# unknown, lot# unknown, quantity 1). This report is for one (1) stardrive screwdriver t25/self-retaining. This is report 1 of 2 for complaint (B)(4)0